Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had been experiencing large amounts of drainage from the thoracic lead incision. The physician suspected an infection, which was not confirmed and therefore prescribed antibiotics. However, on (B)(6) 2019, the patient had the system explanted.